Manufacturer narrative:
The unit was able to pass the following tests: displacement test and self-test. Successfully downloaded history files and traces using thump. No pump error 53 occurred during testing. Pump error 53 was present in history download on (B)(6) 2024 09:05 file number= 1, line number=0. Pump error 63 variable (12) and pump error 4 occurred on (B)(6) 2024 09:25 in history file. Pump error 54 occurred on (B)(6) 2024 10:26 file#2008 line#407 in history file. P-cap was tested and locked into place properly. Pump was cut to perform visual inspection and found evidence of moisture damage on the force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, broken belt clip rails, cracked belt clip rails, pillowing keypad overlay, damaged display window cover. Pump error 53 and pump error 63 were confirmed due to being found in history files and traces and due to hardware anomaly. Pump error 4 is a consequence of pump error 63 and due to hardware anomaly. Pump error 54 is confirmed due to being found in history file and due to hardware anomaly. "Pump error 54 file#2008 line#407. Pump error 54 ( filenum/linenum=2008/407) was triggered in the h_removetimer() function due to unexpected channel value ( above 8)¿ suspecting the hw." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4 (the motor arm cannot communicate with the main arm), pump error 54 (hal software error detected), pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported receiving a pump error. Customer was able to clear the error and complete rewind if requested. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.